Event description:
Two syringes had printing that was unclear; lines were not straight. Eleven other syringes had moisture inside syringe. They were still capped & sealed. All of the syringes came from the same box. Reporter was not sure which syringes came from which of the two reported lot numbers. None were used on pts.